Event description:
It has been reported to philips that the device failed to boot up or shut down. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that review module was failing. The review module has been replaced that the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the issue occurred when the system was used for planned treatment/non-emergency treatment and the treatment got delayed. A philips field service engineer (fse) inspected the system and confirmed that the system was not able to shut down. Upon functional testing fse found that the button on, on the review module was not working. Fse replaced the review module. After replacement the system returned to use in good working order. The codes were updated based on the investigation outcome.